Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl to 500 mg/dl. The customer¿s current blood glucose value was 285 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer was using the insulin pump when high blood glucose event was reported. The customer was reported that the drive support cap was sticking out. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did allege insulin pump was under delivering the insulin because it had been going on even after changing set and reservoir several times. The device will not be returned for analysis.